Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
The following was reported via email: we had two instances while doing a thoracentesis that there was air in the line. Both patients ended up with a pneumothorax, one we had to place a chest tube in. On 2-nov-2018 customer response: what is the status of the patient now? Patient required a chest tube and overnight stay in the hospital. Pulled chest tube next morning. Patient stable. No sample available. This record captures the second patient with the chest tube. (B)(4) captures the first patient.

Manufacturer narrative:
(B)(4) follow up emdr for manufacture evaluation. A complaint sample was not provided for evaluation. Therefore, the reported failure mode could not be confirmed through a sample evaluation. The device history record review identified a non-conforming report (ncmr) and all product was 100% inspected. All defective units were culled and scrapped. The re-worked lot was re-inspected and all inspection criteria passed. No additional issued were identified during the DHR review for lot 0001263365. Since no sample was available for evaluation and no issues were identified after performing DHR review, the investigation was not able to identify a probable root cause to the reported failure mode as the failure mode was unable to be confirmed nor a root cause able to be determined a corrective and/or preventive action could not be identified for this complaint. A CAPA (corrective action preventive action) has been initiated to further investigate the reported failure mode for probable root causes and any associated corrective and/or preventive actions.

Event description:
The following was reported via email: we had two instances while doing a thoracentesis that there was air in the line. Both patients ended up with a pneumothorax, one we had to place a chest tube in. (B)(6) 2018 customer response: what is the status of the patient now? Patient required a chest tube and overnight stay in the hospital . Pulled chest tube next morning. Patient stable. No sample available. This record captures the second patient with the chest tube. (B)(4) captures the first patient.